Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor confirmed it could have been due to the movements of the tooth and the pre-existing condition. Align's clinical review of available records shows signs compatible with a prior endodontic treatment and the presence of a cast dental post, an established risk factor for fracture due to its rigidity, the absence of a ferrule effect, and the loss of natural tooth structure. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient's tooth #4 fractured during use of the last aligner and was subsequently extracted. No further medical intervention necessary and no medications were required.